Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely due to a voltage alert notification. The pacemaker remains in service. No adverse patient effects were reported. Additional information was received indicating the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely due to a voltage alert notification. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: device codes.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely due to a voltage alert notification. The pacemaker remains in service. No adverse patient effects were reported. Additional information was received indicating the pacemaker was explanted and replaced. No additional adverse patient effects were reported.